Event description:
During a coronary angioplasty treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 90% stenosed, calcified, tortuous circumflex (cx) lesion. This was not predilated. The physician was able to successfully inflate the maverick otw 1.5 mm x 20 mm balloon on the first attempt. However, upon deflation the balloon seemed to deflate very slowly. The exact time is unk. The pt did not have any symptoms while the balloon was inflated. The device was removed from the pt intact. The final condition of the pt was good.